Event description:
It was reported that during use on patient the cs300 intra-aortic balloon pump (iabp) blood is backed up into helium line and loose part on back of unit. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that blood contamination due to balloon rupture. To fix this issue fse replaced safety disk, blood detect tubing and purge valve assembly. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.

Event description:
N/a.